Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the pn 32 g 4 mm 5b xtw easyflow la was unable to deliver insulin/medication. This event occurred 4 times. The following information was provided by the initial reporter: the customer "recently started using insulin and when the flow test is performed, some needles do not come out of the liquid, they are totally clogged, he informed that he does not reuse and rotates. The diversion has happened with 4 needles so far."

Event description:
It was reported during use the pn 32g 4mm 5b xtw easyflow la was unable to deliver insulin/medication. This event occurred 4 times. The following information was provided by the initial reporter: the customer "recently started using insulin and when the flow test is performed, some needles do not come out of the liquid, they are totally clogged, he informed that he does not reuse and rotates. The diversion has happened with 4 needles so far."

Manufacturer narrative:
H.6. Investigation: customer returned a photo of a shelf carton from lot # 9240206 and a video of a pen needle attached to a basaglar pen. Customer states that when the flow test is performed, some needles do not come out of the liquid, they are totally clogged. The photo and video were examined and exhibited the pen not being able to function properly. It is not clear if there is an issue with the pen needle or with the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.